Event description:
According to the reporter: hook detached during procedure. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).